Event description:
It was reported that there was a drop in right ventricular (rv) pacing impedance and an elevation in rv pacing threshold subsequent to an electro -surgical procedure that occurred a few months ago. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.